Event description:
It was reported difficulties were encountered during filter deployment via a left sided femoral approach. Manipulation of the carrier system resulted in the filter successfully deploying. The filter opening appeared to be incomplete. Manipulation of the filter with the introducer sheath resulted in a complete opening. The pt's condition is good. This device remains implanted. Therefore, no failure analysis is available. Co's directions for use state: "when the percutaneous technique is employed, the right femoral vein is the most commonly chosen route of insertion... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter properly placed, should be implanted for protection against recurrent pe."